Event description:
Customer called to report that approximately 5 to 10 milliliters of fluid was found at the bottom and inside the coulter ac.t diff2 analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint, nor was there impact to patient results as a result of this event. The customer technical specialist (cts) guided customer through the troubleshooting process. The leaking was narrowed down to the tubing on the top of the white blood count (wbc) chamber. The cts instructed customer to trim one fourth of an inch from the end of the tubing, and then to reconnect it. Customer then ran several cycles and found no further evidence of leaking. The cts verified with customer that the troubleshooting performed effectively resolved the instrument issue. The root cause for the leak was the tubing on the top of the wbc chamber.

Manufacturer narrative:
(B)(4).